Event description:
It was reported the device failed to sense atrial fibrillation. No intervention was performed. The patient was stable and will continue to be monitored. There were no adverse consequences.